Event description:
It was reported the customer was experiencing high blood glucose. Customer stated the issue occurs when they had two or three lines remaining on their reservoir compartment. The customer's blood glucose was 400 mg/dl. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting could not be completed as the customer needed a tubing clamp. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.